Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 25 mg/dl at the time of the incident. The customer was at 43 mg/dl, then went to 63 mg/dl and then to 39 mg/dl. The customer was given food and intravenous fluids to treat. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed as the customer declined. Customer also reported issues with sensor glucose versus blood glucose differences. The customer also reported that they had a low incident the friday before the latest incident, as well as two week prior. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.